Manufacturer narrative:
On 02/22/2016 05:15 pm (gmt-5:00) added by (B)(6): (B)(4). The unit was investigated and repaired by the maquet life cycle engineering. A crack on the pipe of the compressor was the probable root cause for the reported failure. The crack on the pipe caused a spill of refrigerant, thereby the cooling capacity of the compressor was lost. The crack on the pipe is probably a fatigue break due to the age of the pump. Also mechanical action during removal / installation can be the probable root cause for the crack on the pipe of the compressor.

Event description:
On 02/22/2016 05:00 pm (gmt-5:00) added by (B)(6): this medwatch is a duplicate of MFR report # 80107622015-00693. This record is being generated as requested per FDA correspondence received february 22,2016 that supplemental MDR's be filed electronically. Customer description of the event when setting the temperature to 38 degrees the circuit heats and the hot index led on the power supply was activated. When setting the temperature to 15 degrees the circuit remains on 25,5 degrees (measured on tank). The cool index led on the power supply was lit for a few seconds, then was blinking and finally was deactivated. After 2-3 minutes was blinking alternately with the hot led on the power supply." No patient was involved this issue occurred during priming. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).